Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Please note that supplemental report 2 was filed with specific serials for the pump, (B)(4), and catheter, (B)(4), however, these were incorrect. The pump and catheter associated with this event remain "unknown."

Event description:
It was noted there was a pump replacement where they were unable to aspirate through the cap. The drug delivered in the pump was unknown. Additional information has been requested, but was not available for the date of this report.

Event description:
It was noted there was a pump replacement the day prior where they were unable to aspirate through the catheter but were able to successfully able to aspirate through the catheter access port (cap). Additional information has been requested for event clarification, however, no further information was available. Please note the previous information reported in this event : "there was also a pump replacement the day prior where they were unable to aspirate through the cap" was not related to this event. This was, however, accurately captured in manufacturer report #3004209178-2014-11804.

Manufacturer narrative:
Additional information provided the device serial number. The initial MDR was filed as MFR report #3007566237-2014-01702. Additional review indicated the correct manufacturing site was site 3004209178.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).